Manufacturer narrative:
No trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it is reported that both double offset handles got jammed and the avenir rasp can not be removed from the handle once bone parts or blood enter the mechanical part (spring). Surgery continued successfully. Review of received data no medical data such as surgical notes or any other case-relevant documents received. Devices analysis - visual examination: one mis, rasp handle, double offset ref: 01.00001.003 and one mis, rasp handle, double offset imt ref: 01.00001.004 have been received for an investigation. Visual inspections show that the locking lever of both handles is situated correctly in the rasp handle and the instruments do look fully functional. There are signs of usage visible. - functional tests: with the two mis rasp handle a functional test was conducted. A mis, cls rasp (ref: 01.00129.125, lot: 08.373089) was connected to and disconnected from both handles without any problems during multiple attempts. Review of product documentation - no product documentation was reviewed for investigation. Root cause analysis root cause determination using rmw - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance - not possible, a systematic issue related to potential design would have been detected as part of complaint trending. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient - not possible, as according to the material compatibility specification the material has been tested. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) - not possible, as no signs of corrosion can be detected. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling - possible, as it cannot be excluded based on the available information. - instrument breaks or deforms due to off-label / abnormal-use - not possible, as no signs of off-label use could be detected. - instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition - possible, as it cannot be excluded based on the available information. - instrument cannot be used with the connected instrument as intended due to failure of instrument assembly condition - possible, as it cannot be excluded based on the available information. Conclusion summary based on the returned products the complaint could not be confirmed. The functional tests showed that the spring of both handles do function as intended. However, it seems plausible that soft tissue parts or other residues might have got stuck inside of the spring/locking mechanism and therefore the malfunction of the two rasps occurred. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation but it is mentioned by complainant that it will be provided. No surgical report was provided for review. Lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported during a surgery on an unknown date, the double offset handles of an avenir rasp jammed. The surgery was successfully completed without surgery delay. As the exact event date is unknown, the notification was used in this report.